Event description:
The user reported that during an interventional procedure the physician felt the gauge needle was not responding accurately and it was not inflating properly. The balloon was confirmed to have inflated. The device was exchanged and the procedure completed. No harm or injury was reported.

Manufacturer narrative:
Device eval: one used suspect device has been returned for eval. The user did not indicate if this was the initial use of the device. The eval is in process. A f/u report will be submitted when the eval has been completed.